Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: user reported 1 underrun pump, therapy delayed about 15mins on (B)(6) 2024, drug is potassium chloride over 2hrs, supposed to end about 1815hrs but only end about 1830hrs. Vtbi is set at 1000 ml. User reported several kvo from 1815 hrs with bag still having contents. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. General information: complaint: (B)(4). Information to the sample: model: infusomat space. Article number: 8713050. Serial number/batch: 383130. Software version: n030001. Hours of operation: 6464 h. Further information: n/a. History inspection: the device history files were read and analyzed. The history files from 2024-05-08 were investigated (specified date of the incident, given from the costumer). At 16:17 pm a space line was inserted. Then a rate of 550 ml/h and a vtbi of 1000 ml was selected by the costumer. The infusion was started at 16:20 pm. At 18:09 pm the kvo mode started automatically. Up to that time the device has delivered a volume of 1000 ml (act. Volume infused). Between 18:09 pm and 18:23 pm the costumer started a few infusions with the same rate (550 ml/h) but with different vtbi settings. Up to 18:24 pm the device has delivered a volume of 113,22 ml. The device history files show no anomalies. The complaint malfunction could not be detected inside the history files. Addition information: for the device two complaints with different specified dates of the incident were given. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. The complaint malfunction could not be detected inside the history files. The device worked like set by the costumer.